Manufacturer narrative:
(B)(4). Follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to MDR (B)(4).

Event description:
It was reported that the bd syringe 10ml ll eurographics had leakage past the stopper. The following information was provided by the initial reporter: the item in question is 300912 bd syringes 10ml lot 4038759. These are said to be leaking. The defective syringes are apparently distributed haphazardly in this lot with incidence < 1/10. We only notice this in an application where we contaminate the syringes with biological material, so we cannot simply send these proven defective syringes. This problem is extra annoying for us since every time this occurs, we are forced to perform a decontamination. In the attached photo, however, you can already see how the liquid got past the black ring of the plunger, leading to the leakage of liquid at the back of the syringe. Assuming that this problem will continue to occur within this lot, we could possibly return a complete box for review response received on 15-nov-2024. (B)(6). Could you please confirm when did the incident occurs (during preparation or during clinical use) - during preparation: we only notice this when we contaminate the syringes with biological material, we would like you to confirm if any samples are available for investigation. If yes, could you please specify if the samples are: -unused (before use). Customer can only send unused samples as the samples which are impacted are contaminated with biological material. -used (during or after use). Important: if used, please confirm if the samples are contaminated with blood or cytotoxic medication. If you have retained a sample for investigation, please provide us with the pick-up address (full details please use the template below). Company: (B)(4). Collection point: country: belgium. Address line 1 (street, number): (B)(6). Address line 2 (building, floor, phone number: (B)(6). Department): email address: (B)(6). Post code: (B)(6). *to ensure smooth collection, we highly recommend leaving the package in an easily accessible location, such as main reception, hospital pharmacy or your goods-in/out department. The empty sample shipping box will be delivered to the same address. Please also provide us with the phone number of a person who can be contacted by the tnt carrier.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.